Event description:
It was reported that customer experienced "insulin not coming through tube". There was no adverse impact on the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.